Event description:
In 05, the lay user/reporter contacted lifescan (lfs) and alleged that the pt's one touch ultra was in the wrong unit of measurement (mmol/l instead of mg/dl. The medical affairs specialist (mas) called and spoke with the patient two days later who provided additional information. The pt had noticed that the meter was reading in mmol/l for the last 4-5 days prior to the call to lfs and he did not know what to do regarding this issue. He went to the hospital for dialysis in 11/05, where he was tested on the hospital's meter with a result of 400 mg/dl. He was given insulin through IV. He was not experiencing any symptoms at the time of concern. He informed the mas that he had not tested on the subject meter that morning since the meter was showing a decimal point in the results for a "few days" prior to that and he thought that the meter was "not working right". The patient's diabetes medication regimen includes a set amount of insulin (type and dosage not provided as the patient's spouse "takes care of all that") and is also on a sliding scale (scale also not provided). The patient had not taken any "extra" insulin during the time the meter was in in the wrong unit of measurement (he was misinterpreting the results to be low), but had taken his usual dosage. At the time of troubleshooting, it was verified that the pt had recently not changed the units of measurement in the meter settings. This was not a new product. This complaint is reported as an adverse event since the meter was in the wrong unit of measurement and the patient withheld his sliding scale insulin due to the misinterpretation of the results. The patient experienced hyperglycemia and was treated for that. A replacement meter, control solution, and test strips were sent to the lay user/patient.